Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a consumer on 09-jan-2008: this (B)(6) female consumer initiated therapy with poly-l-lactic acid [sculptra] for an indication of cosmetic purposes. She has received four treatments to face below nose above upper lip on (B)(6) 2006, (B)(6) 2007, also reported as starting 2-3 yrs ago. For dosage, one vial of poly-l-lactic acid was reported, with 4 cc sterile water and 1 cc lidocaine. After the last dose, she developed four hard lumps around her mouth, (size not specified,) also noted as subcutaneous papules, where the solution was injected (nasolabial folds). Onset of the event was reported as (B)(6) 2007. The consumer stated that her physician said that it is due to not massaging the area after the treatment. This consumer is an employee of the physician who injected the product. She reported that she is calling to get info for the physician on how to treat the event. At the time of this report, poly-l-lactic acid treatment does not continue at this time. Medical history and concomitant medications both reported as "none." Lot #/exp date info is unk. No further medical info reported.

Manufacturer narrative:
Additional info for poly-l-lactic acid [sculptra] from (B)(4): batch record review was without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the u.s. The review of the dhrs and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable. Addendum for f/u received from the consumer on 18-feb-2008, (B)(4): the consumer reported that in the last 3 yrs, she has had 4 vials of poly-l-lactic acid (sculptra) injected into her face. She stated that she was very happy and told a lot of people about it. However, one week after her last injections in (B)(6) 2007, (last injection previously reported as (B)(6) 07,) she developed 4 bumps, and 1 is "very large," (size not specified.) She requested info on what to do about the bumps. She reported that she was told to press it, but it is going on one yr and "it's still not going away." No additional medical info provided. Addendum for f/u received from the consumer on 26-feb-2008: the consumer stated that there is no change in her condition and she wants advice on how her physician can get rid of her lumps. She stated she is unhappy that direct advice was not provided to her boss, the treating physician. Consumer requested that the product info from medical info concerning the treatment of the lumps be provided to her again. No further medical info provided. Additional info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the u.s.a. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional implant dates: (B)(6) 2006, (B)(6) 2007.